Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. Post implantation of a 3.5x15mm xience v stent, a dissection was noted from the proximal end of the lesion. A 3.5x15mm xience v stent was then used to treat the dissection. Patient was stable. There was no adverse patient sequela or clinically significant delay reported. No additional information was provided.